Manufacturer narrative:
(B)(6).

Event description:
The customer reported the touch screen is not working and is not loading anything. The customer reported patient involvement is unknown.

Manufacturer narrative:
Conclusion / root cause: this customer returned motor controller (mc) board was tested with no errors identified. This report is being submitted as part of the remediation for CAPA (B)(4).